Event description:
During set up testing, using disposable handpiece (# (B)(4) lot # j90025), an error message displayed on the generator. The reusable handpiece was changed with the same message received. Generator was exchanged out. Same message received. The disposable handpiece was replaced. Set up testing was successful. The replacement disposable handpiece was #(B)(4) lot # j90115. (B)(4).